Event description:
On (B)(6) 2024. A biomedical equipment technician (smet) from healthcare technology management (htm), was attempting to complete annual maintenance on a laerdal lsu aspirator, equipment control number (B)(4); serial number (B)(6). The technician installed new battery, cat no 780800, lot 1924. And left the unit to charge for 24 hours to complete inspection requirements. After 1 hour of charging the unit began to smoke and was identified immediately by the attending technician. Unit was removed from service immediately and segregated in the medical maintenance shop. The senior bmet evaluated and inspected the unit to determine damage and potential cause. He found capacitor 32 (c32) on the fps 1001 power board showed significant signs of damage from heat. This caused the capacitor to split open and was the primary source of the smoke. The interior of the case had a burnt electronics residue, from the smoke, coating the area around the power board and down into the battery chamber. The area on the handle next to where the unit is plugged in was warm to the touch, consistent with the location of the damage. He validated power cord resistance and documented this in the work order. There is minor damage from long term use lo the power cord, one female pin shows some stripping of the hard plastic guide and one male pin is bent with no damage indicated to the plug. Based on the level of wear on the cord and location, the senior bmet does not feel this contributed to the damage of the unit. Further inspection of the remaining components did not reveal any additional visible damage. (B)(6) medical logistics standard support work order was opened as an incident investigation under work order number (B)(4). Patient safety report was opened under (B)(4). (B)(6) was contacted and opened case number (B)(4). Direct any questions on this matter to (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".

Event description:
Additional information and attachments received on 2/21/2024 for report mw5163061.